Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on stored electrograms (egm). It was indicated that the lead had previously exhibited twos and reprogramming of the lead sensitivity was completed at that time. Follow up was conducted and no further reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.